Event description:
It was reported that during a da vinci-assisted surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that monopolar energy was not firing, and there was error c-34 when firing monopolar energy. The staff had changed out the cord twice, replaced the instrument, and rebooted, but the issue was not resolved. The isi tse asked if they had a force triad generator, but the site did not. The customer opted to swap the vision side carts (vsc) and continued with the case. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical generator unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced the reported failure. Additionally, the iesu had no significant scratches or dents. The front bezel was not cracked.